Manufacturer narrative:
Date rec'd by MFR: 13sep2019. Date of report: 20nov2019. The customer contacted product support and requested for service repair. The field service engineer (fse) evaluated the unit and could not duplicate the customer reported problem of unit power cycling intermittently. The (fse) review the diagnostic log and found unit did log code pressure regulation high error. The (fse) inspected the proximal and machine pressure tubing and found they were connected to the wrong connection. The proximal tubing was connected to machine (m) on the gds and the machine pressure tubing was connected to proximal (p) on the gas delivery system (gds) . The (fse) reconnected the proximal tubing to (p) and the machine to (m) on the gds. This is a service induced issue. No other problem found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer reported that the unit shutting down intermittently. The customer reported that the unit was not in use on patient .